Event description:
New information received notes that the patient experienced bradycardia due to pacing inhibition.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was explanted and replaced. Patient condition was stable.